Event description:
It was reported that balloon rupture occurred. The 99% stenosed, diffuse target lesion was located in the moderately calcified and moderately tortuous distal of left anterior tibial artery to dorsal pedis artery. After an non-bsc guide wire crossed in dorsal pedis artery, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 3 atmospheres, the balloon ruptured. The device was removed and exchanged with another 1.5mmx40mm coyote balloon catheter. Subsequently, the physician then performed additional dilatation with 2mmx220mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).